Manufacturer narrative:
Product was never returned .reviewed DHR, IFU/labeling and risk documentation no need for a revision. No ncr logged for this lot or any recent lots (2+ years) for broken handles.

Event description:
Per medtronic: pre-op, upon opening the product for the first time the packaging inside was not sealed, therefore sterility was not ensured. There was no patient involved in this event.

Manufacturer narrative:
The DHR labeling, IFU and risk documents per sop 90002 were reviewed and did not show an instances of trays not being sealed. See attached heat seal log.

Event description:
Per medtronic: pre-op, upon opening the product for the first time the packaging inside was not sealed, therefore sterility was not ensured. There was no patient involved in this event.